Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the prograsp forceps instrument wire was broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation observed that the pitch cable was broken at the distal end of the instrument with about 0.076 broken pitch cable sticking out. The cable segments that contains the crimp was partially missing. The clevis did not exhibit any damage or wear marks. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.